Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-515b-(B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the metal cap is detached and not returned; the distal end of the glass cap is detached and not returned; the fiber proximal to fracture can freely rotate; the glass cap exhibits moderate devitrification at the output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure fiber broke @175000 joules and 22 minutes of use. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed using second fiber. Patient outcome: ¿no injury to the patient" was reported.